Event description:
It was reported the unit's housing had several cracks, and that part of the right side cover has cracked apart, leaving a hole in the cover. No pt involvement or adverse consequences reported.